Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and a complaint history review. The investigation is as follows: service history review: a service history review did not find any prior service tickets related to a leak caused by a dripping cradle or damaged/defective reservoir bottle seam/seal on an alinity m system. Nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed and identified 1 related record. Although, dripping cradles or damaged/defective reservoir bottles were not a root cause of the investigation identified, the issue addressed in this complaint resulted in a leak that spread beyond the instrument's footprint and is therefore related. A complaint history search was performed and identified 2 complaint tickets, including the ticket currently under review in this investigation. The other ticket was independently investigated and did not identify a product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint therefore a summary from the CAPA has been included here. Process related root causes / contributing factors: · alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. · system solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. · earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported they had noticed the mat by their alinity m instrument solutions drawer was wet. It was stated that the system solutions drawer was opened to determine whether it was possible to see where leaking was coming from. The bottom was wet; however, customer could not see the source. Liquid on the floor appeared to be detergent like, most likely lysis was leaking. The walking surface was wiped down and a sign was placed to restrict walking nearby. The system was confirmed to be shut down. The customer confirmed they were equipped with proper personal protective equipment (ppe) while wiping the floor. No injury was sustained by anyone as a result of this incident. There was no patient involved as the leak was identified by the alinity m system user.